Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is an indication that the lens was remain implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol), after the surgeon implanted eyhance toric, had two visible foreign bodies were seen. There were three foreign substances, such as the two threads and a substance such as vinyl, around. The surgeon removed all foreign bodies, but the patient's corneal edema was severe. Foreign substances have been seen since coming out of the injector, and the patient's progress is still unknown. There was no injury, and surgical and medical interventions required. Patient information was not shared due to a privacy issue. No further information is available.